Event description:
It was reported that during a sclerotic bone lesion biopsy, the needle allegedly wobbled and the quick connect became more apparent and started ¿clicking¿ and then the sterile sleeve allegedly started to move/drag. It was further reported that upon release of the needle, it was noted that the quick connect had allegedly became completely disconnected from the drill. Reportedly, the physician had to remove the needle from the bone manually to obtain the sample. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one quick connect hubs for evaluation. Upon visual evaluation, the device appeared to have a black residue throughout. No other anomalies were observed to the devices. Furthermore, on additional evaluation, it was noted that the proximal uclips were not visible on the device. The functional testing was not performed due to the condition the sample was received. Therefore, the investigation is confirmed for the reported unintended movement and premature separation issue as uclips were not visible. And the investigation is confirmed for the identified device contamination with chemical or other material as black residue was noted on the device. A definitive root cause for the alleged unintended movement and premature separation issues were due to the missing of uclips (e.g., not visible). Then, definitive root cause for the identified device contamination with chemical or other material issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.